Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 04/02/2015 and the one (1) year warranty period has expired. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, there was an intermittent image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.